Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician made several successful passes with the cat6. While attempting to make another pass, the cat6 became stuck and, the physician attempted to advance another catheter and a non-penumbra guidewire through the cat6; however, only the guidewire was able to be advanced through the cat6. Therefore, the physician attempted to retract the cat6 and noticed the distal end had broken off inside of the patient. Consequently, the cat6 had broken in multiple places upon retracting. The physician then used a snare device to remove most of the broken pieces of the cat6; however, approximately 8 centimeters of the distal end of the cat6 was unable to be retrieved from the patient. It was reported that the cat6 had extruded and long hair like fiber pieces were pulled out of the sheath. Therefore, the patient underwent surgery to remove the distal end of the cat6. Additional information received on 09 july 2019 per user facility report# mw5087583: the bypass went into spasm and "grabbed" onto the device.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5087583. Please note that the following sections are being updated based on additional information received on july 09, 2019: 1. Section b. Box 5. Describe event or problem. 2. Section e. Box 4. Initial reporter also sent report to FDA. 3. Section g. Box 3. Report source (check all that apply). Results: the cat6 begun to stretch approximately 93.0 thru 110.5 cm from the hub. The cat6 was fractured approximately 110.5cm from the hub and had a non-penumbra device inside the lumen. The support coil winds were exposed with the fractured segment. The cat6 was ovalized approximately 75.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed that the catheter was stretched and fractured. If the device is forcefully retracted against resistance, damage such as stretching may occur. Subsequently, if the device is continuously retracted against resistance, damage such as a fracture may occur. The root cause of initial resistance, per the user facility report, was that the bypass went into spasm and ¿grabbed¿ onto the device. The non-penumbra guide wire identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician made several successful passes with the cat6. While attempting to make another pass, the cat6 became stuck and, the physician attempted to advance another catheter and a non-penumbra guidewire through the cat6; however, only the guidewire was able to be advanced through the cat6. Therefore, the physician attempted to retract the cat6 and noticed the distal end had broken off inside of the patient. Consequently, the cat6 had broken in multiple places upon retracting. The physician then used a snare device to remove most of the broken pieces of the cat6; however, approximately 8 centimeters of the distal end of the cat6 was unable to be retrieved from the patient. It was reported that the cat6 had extruded and long hair like fiber pieces were pulled out of the sheath. Therefore, the patient underwent surgery to remove the distal end of the cat6.